Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop seizures. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res (B)(4).

Manufacturer narrative:
The manufacturer previously reported continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop seizures. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058. Corrected information was provided to section b2.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging caused a patient to develop seizures related to a CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a updated report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this report will be filed. Section h6 updated in this report.